Event description:
The pt reported that for 3-4 weeks, the infusion device does not correctly deliver the basal and bolus insulin. The pt experienced elevated blood glucose of 20 mmol/l (360 mg/dl). The pt switched to the backup infusion device using the same basal rate and has no further issues. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.